Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and will be monitored continuously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise during non-sustained ventricular tachycardia episodes. The lead was reprogrammed to unipolar setting. Approximately two weeks later, the rv lead continued to exhibit noise and a high volume of short ventricle-ventricle intervals were noted also. The lead remains in use. No patient complications have been reported as a result of this event.